Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The joystick was replaced and the device is working properly.

Event description:
Alleges powerchair stops while in use. Consumer had to call 911 to get him back into his building when he went out with his service dog.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges power chair stops while in use. Consumer had to call 911 to get him back into his building when he went out with his service dog.